Manufacturer narrative:
The reported events were dislodgment, inadequate capture, and failure to sense. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector region, the helix retracted and clogged with blood / tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of inadequate capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures although an internal short which is consistent with procedural damage.

Manufacturer narrative:
Correction: section h6: "device sensing problem" should have been "failure to sense".

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that high capture thresholds and no ventricular sensing was present on the right ventricular (rv) lead. The patient indicated they had raised their arms over their head overnight. An rv lead dislodgement was confirmed during a replacement procedure. The rv lead was explanted and replaced. There were no patient consequences.